Manufacturer narrative:
(B)(4).

Event description:
It was reported that a steady increase in pacing impedance was observed. An increase in capture threshold was observed. No other electrical anomalies were detected. The patient will continue to be monitored.